Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-operation check, the right ventricular lead showed high impedance. No intervention was performed. The patient was not device dependent and was discharged. The patient would continue to be monitored.

Event description:
New information received noted that high impedance measurement was recorded pre-implant.